Event description:
A center reported that following photorefractive keratectomy (prk) the patient presented with transient light sensitivity (tls) in both eyes. During postoperative day twelve, the patient reported that the light sensitivity was better. The steroid eye drops were increased to treat the event. Additional information has been requested. There are two medical device reports associated with this event. This report is for the left eye.

Event description:
In a follow up, the center director reported that the patient's symptoms had improved at the last follow up visit. The patient was instructed to continue the medication for four more weeks. Per the surgeon, the event is expected to resolve with the treatment. No further information is expected.

Manufacturer narrative:
Evaluation summary: the device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on the manufacturer's acceptance criteria. The sample is not expected to be returned for evaluation. The root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
(B)(4).